Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose reached over 250 mg/dl and that the pod had a needle mechanism failure. Patient was unable to recall the details whether the pink slide had moved forward and if the cannula was visible.

Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible through the bottom housing window. Inspection of the returned device found no damage or manufacturing deficiencies. The data showed no timeouts or drive stalls. According to the data, the pod arrived in pod state 15 delivering more than 200 pulses and indicated typical user-device interaction, programming multiple immediate boluses. The pod was found to have function as intended.